Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 63-years old male patient, the device failed to charge. Complainant indicated they delivered one shock to the patient after changing the battery. Complainant indicated that the clinician then obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive functional testing including impedance calibration test, defib/pacer stress testing, bench handling and defib cycling without duplicating the report. An internal inspection found no discrepancies. The defib receptacle and the customer's multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 63-years old male patient, the device failed to charge and displayed a "cable fault" message. Complainant indicated they delivered one shock to the patient after changing the battery.